Event description:
On (B)(6)2009, the patient was implanted with a scs system. On (B)(6)2010, the patient fell and lost stimulation the following day. The patient reported feeling a sudden surge before the stimulation stopped. The programmer and charger no longer communicate with the ipg. The sales representative met with the patient and tried other chargers and programmers to no avail. The doctor will likely explant and replace the ipg.

Manufacturer narrative:
Evaluation method: the device history and sterilization records were reviewed. Results: the device history and sterilization records reviewed were found to meet specifications and no anomalies were found. Conclusion: the cause of the reported complaint could not be determined from the review of the DHR and sterilization records. Ans has limited information related to the patient's medical history and is unable to form and opinion as to the relevancy of the patient's history to the event reported. Ans defers to the patient's physician regarding medical history.